Event description:
Medtronic single chamber temporary pacemaker generator box #40610 does not stay at the manual settings. It returns to the default settings on its own. Pacer had been set at rate of 60 and ma of 5 and was found to be set at rate of 80 and ma of 10 (default settings).